Event description:
I have been using the dexcom system for my type 1 diabetes for years and never had an issue. In (B)(6) of last year they changed the adhesive that is used on the sensors (confirmed by dexcom in (B)(6) where I live). Since the new batches of sensors I have an incredibly itchy red rash/burn which is unsightly on the site where the sensor sits. I am now on my 6th sensor (each lasts 10 days) and this has happened with all of them and is causing great discomfort. I am not alone in this issue and believe that dexcom need to revert to the adhesive that they were using before. FDA safety report ID# (B)(4).